Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, aortic cutter 3.8mm didn¿t actuate by pushing the button after releasing the safety lock button. The doctor tried for a couple of times, but it didn¿t work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the tip of the cutter and on the needle. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The actuation button was depressed approximately 1 inch inside the casing. There were no signs of tampering or damage; therefore the root cause is undeterminable because the event occurred during the use of the device and the procedural operation is unavailable for our review. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle, therefore we are unable to confirm the reported complaint "failure to fire".

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, aortic cutter 3.8mm didn¿t actuate by pushing the button after releasing the safety lock button. The doctor tried for a couple of times, but it didn¿t work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.